Manufacturer narrative:
(B)(4). Visual inspection confirmed lower maryland jaw broke at the shoulder. The remaining piece still attached to clevis assembly. Review with supplier material analysis. No sign of material issues, micorstructure and grain size normal. Michrohardness normal for mim h-900 17-4ph. No sign of microstructural anomalies. No corrective action at this time will continue monitoring complaints for similar incidents and gather more data.

Event description:
The jaws broke while using the dissector to close the memobag nitinol wire. The broken tip fell inside the patient's body but it was retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product maryland dissector, lot #73m1500302 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The jaws broke while using the dissector to close the memobag nitinol wire. The broken tip fell inside the patient's body but it was retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Visual, dimensional and/or functional testing: visual inspection confirmed lower maryland jaw broke at the shoulder. The remaining piece still attached to clevis assembly. The sample will be sent out for material failure analysis, teleflex to work with vendor to review pfmea and mim process. Continue monitoring complaints for similar incidents and gather more data. The reported complaint was confirmed during visual inspection. Corrective action not required at this time. Root cause unknown. Sample will be sent out for material analysis. If a corrective action is dimmed necessary investigation will be updated.

Event description:
The jaws broke while using the dissector to close the memobag nitinol wire. The broken tip fell inside the patient's body but it was retrieved. The patient's condition was reported as fine.